Manufacturer narrative:
The customer worked with the technical support representative. The device power charge failure indicates device needs ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered to customer. The customer to install ac power module. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device needed a replacement ac module. There was no patient involvement.